Event description:
It was reported that while inspecting circulated items, it was found that the sterile packaging was damaged. There was no patient involvement, and it was reported no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.